Event description:
The infusion set tubing separating from the luer lock. Patient stated that it "may have been my fault" as he had not checked his tubing before going to bed. Patient indicated that his blood glucose had elevated to 380 mg/dl. Patient indicated that he administered an insulin injection to reduce his blood glucose. Patient indicated that he did not receive medical assistance for the elevated blood glucose readings.